Event description:
During a clinic follow-up, a high pacing impedance and a loss of capture were observed on the left ventricular (lv) lead on a pacemaker dependent patient. Technical support was contacted and the device was reprogrammed to deactivate the lv lead to resolve the event. The patient was stable and will continue to be monitored.